Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a case after completing trace registration the surgeon felt accurate except above the ears and the tip of the nose. The surgeon and clinical specialist (cs) noticed that the patient appeared taped while in the scanner with the tap pulling down the ears and nose. The surgeon continued the case avoiding inaccurate areas, recognizing that it was the tap on the patient that caused the inaccuracy. There was no impact on patient outcome.